Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the screen was white and also the touchpen was not responsive. Touchscreen assembly found defective. Analysis also found the cardbus holder was broken, the media door was missing, hinge cover plate screws were missing, and the ECG (electrocardiogram) connector was loose.

Event description:
It was reported that during the update of the programmer, the screen had disappeared and any information was not seen on the screen. The programmer was restarted again but the programmer did not run in that time. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.